Event description:
A tha was revised due to stem subsidence. The femoral stem and head were removed and cemented stem of the same size, and a femoral head of a different offset were implanted.

Manufacturer narrative:
Devices have not been returned for engineering evaluation.